Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation of the device revealed a measured battery data of 2.58 v, 10 ua, 13.2 kohms with a magnet rate of 89.3 ppm and an estimated longevity of 0.5 years. In march 2006, the measured data was 2.66 v, 10 ua, 4.8 kohms with a magnet rate of 93.7 ppm and 1.75 - 2 years remaining longevity.